Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call the insulin pump was missing segments. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer stated the insulin pump was in very hot temperature. After the incident, the insulin pump was beeping and went black. Customer also had low battery alert less than a week. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display anomaly and low battery alert due to blank display.